Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to assist the customer with resetting the pump, and the customer planned to call back when ready to proceed with the reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.